Event description:
The device was used during a lower anterior resection (of the rectum) procedure. Reportedly, the instrument was difficult to open. The surgeon was able to complete the procedure with the device. The hosp has reported no pt injury occurred.